Event description:
It was reported the patient complained of intermittent pocket stimulation with unipolar sensing. The right ventricular lead was noted to have high threshold and low pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007; 670100 heart band x2 (B)(6) 2007. (B)(4).